Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient was having issues. The caller said the patient was starting to shake a little and their balance was off. The caller said they changed to group a and the patient was "shaking all over the place." The caller said they went back to program b. Caller said they tried to increase on the left side they were getting the upper limit screen and when they tried to decrease on the left side they get the lower limit. Caller said they changed the right side from 90 to 110 and didn't see a difference. The caller said the patient was supposed to see the doctor that month but the caller had an upcoming surgery so they weren't able to go. There were no further complications reported.